Event description:
During a coronary procedure, the cypher stent did not deploy. There was no reported patient injury. The product was clinically used and will be returned. This report was received from the field stating "not deployed" with no additional information. The company's account representative was contacted; however, she had no additional information. The account has been contacted to request additional information: however, no additional information has been provided. The product has been returned for analysis, the results of which are pending. This complaint is being reported as the worst case/most conservative approach.